Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and was hospitalized. The customer¿s blood glucose level was 500 mg/dl at time of incident and current blood glucose level was 96 mg/dl. The customer was treated with bolus. The customer the insulin pump was not working and the insulin was leaking. Customer stated that there was fluid in the reservoir compartment. It was reported that the o-ring inside lip of reservoir compartment was missing. The customer declined troubleshoot for blood glucose. The customer was advised to monitor the pump, if she continued to have problems or concerns to call us back. The insulin pump will not be returned for analysis.